Manufacturer narrative:
(B)(6). (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent plif(posterior lumbar interbody fusion) surgery at l4-s1 on (B)(6) 2014. Post-op, it was observed that s1 pedicle screws were loosened. Revision surgery was performed to replace s1 screw and extend levels to s2ai on (B)(6) 2016. The surgeon commented the patient's bone was weak and also bone union had not been not achieved yet at l5/s. Product came in contact with the patient. Patient complications were unknown.